Event description:
On (B)(4) 2012, it was reported that this vns patient underwent full revision on (B)(6) 2006 for an unknown reason. Review of programming history showed that high impedance was seen on (B)(6) 2006.

Manufacturer narrative:
Review of programming history.

Event description:
Attempts for product return were unsuccessful as the explanting facility does not return explanted product. Attempts for additional information were unsuccessful: a fax was returned indicating that the patient was not an active patient.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury